Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Device history review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the farawave's risk documentation was completed and confirmed that the event of irrigation issues was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of cause not established as the cause of the reported issue cannot be established due to lack of evidence.

Event description:
It was reported that during a pulse field ablation procedure a farawave was selected for use. During procedure, flushing was difficult. The catheter was replaced and the procedure was completed without patient complications. The device is not expected to be returned as it was disposed of.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during a pulse field ablation procedure a farawave was selected for use. During procedure, flushing was difficult. The catheter was replaced and the procedure was completed without patient complications. The device is not expected to be returned as it was disposed of. It was further reported that the flushing difficulty with the catheter took place outside of the patient.

Event description:
It was reported that during a pulse field ablation procedure a farawave was selected for use. During procedure, irrigation was difficult. The catheter was replaced and the procedure was completed without patient complications. The device is not expected to be returned as it was disposed of.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.